Manufacturer narrative:
Device received with critical pump error due to moisture damage on the electronic assembly. Unable to verify communication the blood glucose meter to device complaint, pump error 35 alarm, insulin flow blocked alarm and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Device received with moisture damage on the battery tube and vibrator noted. No moisture damage on the motor or keypad assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump errors. Customer reported that they received open book image on the insulin pump screen. Customer reported that condensation had appeared on the inside the insulin pump screen. Wireless connection between blood glucose meter and the insulin pump did not work. No harm requiring medical intervention was reported. The device will not be returned for analysis.